Manufacturer narrative:
It was reported by the customer that the blanket was leaking due to a hole in the blanket. The product was not returned for evaluation. The alleged leak could not be confirmed. A likely cause for the leak, is the blanket coming into contact with a sharp object.

Event description:
It was reported that it was alleged that a water leak was found on the cover of the hypothermia blanket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that it was alleged that a water leak was found on the cover of the hypothermia blanket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.